Manufacturer narrative:
The investigation of positioning issues flow has been completed. The pump and data logs were not returned for investigation. According to the clinical report, the pump was difficult to reposition from the mitral valve. The cause of the positioning issue was not determined since the product was not returned and sufficient clinical information was not provided. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13125. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-13125 in accordance with updated procedures. E.1 facility name was revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13125. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-13125 as it is unknown if the initial reporter also sent the report to the FDA.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp was unable to be repositioned from the mitral valve. The cp was exchanged for a new cp. The was no harm to the patient.